Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was noise on the can to svc vector and low right ventricular pacing impedance. It was also noted the device is y-adapted to a bi-v configuration. The device and lead remain in use at this time. No patient complications were reported as a result of this event.